Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 10 minutes: 56 mg/dl (system 1), 112 mg/dl (system 2), 86 mg/dl (paramedic's meter), and 236 mg/dl (paramedic's meter). The patient had hypoglycemia symptoms of being combative, sweaty, and couldn't talk. The patient's wife treated him with glucose shots. It is unknown if the same test strip lot number was used for both aviva meters. The test strip lot number was not provided. The test strips were no longer available for return.